Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by using different charging cables and wall adapters, but with no success. Consequently, tandem technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to return the faulty pump using a pre-paid label within 10 days. Customer understood how to put the pump into storage mode before returning it and acknowledged all instructions. Customer reverted to manual injections for insulin therapy.